Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped rcd (residual current device) 30 seconds after power-up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a corroded cooling coil which led to a defective compressor resulting in rcd tripping. The device will not be repaired and removed from service. A loaner will be provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
In the previous supplemental report a copy and paste error was done for the sentence "the reported event was claimed almost one month after the upgrade". Please consider valid the correct statement below: h.10: the reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In february 2020 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed two years after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
H.10: the reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In february 2020 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed almost one month after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
The serial number originally provided was incorrect. Through follow up communication livanova learned the correct serial number. Information has been added to the dedicated d.4 section and manufacturing date of device has been updated accordingly.